Manufacturer narrative:
(B)(4). Batch #: unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did any pieces fall into the patient? If yes, were they retrieved? Will all pieces be returned with the device? If no, were they discarded? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the tip of b12lt trocar's sheath was broken when surgeon used it during a transoral thyroidectomy surgery. No patient consequence. No other details provided.

Manufacturer narrative:
(B)(4). Date sent: 5/9/2022. Additional information was requested and the following was obtained: did any pieces fall into the patient? If yes, were they retrieved? Yes. All pieces were retrieved by surgeon. Will all pieces be returned with the device? If no, were they discarded? Yes. The device was available. It will be returned to investigation.

Manufacturer narrative:
(B)(4) date sent: 6/6/2022 investigation summary the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the b12lt device was received outside it packaging opened with the tip of the sleeve broken. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached regarding what may have caused the reported incident. One possible cause for the damage found may be due to excessive force being applied to the device. Please refer to the instructions for use for additional information regarding proper device usage.